Event description:
User contacted support stating that they had prolapse surgery a year ago and their prolapse had recurred after using the menstrual cup for one cycle. It is unknown if the prolapse recurrence was medically investigated and/or diagnosed, or if the claimed recurred prolapse was of the same type as that which was repaired previously. Support attempted to set up a call with customer to discuss details of the event, their removal method, etc. But the customer failed to respond to further inquiry. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.